Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) ranging from 22-43 (mg/dl). Soda and carbohydrates were consumed to treat bg. Reportedly, the customer was a brittle diabetic and was using the pump to manage diabetes. Additionally, the customer adjusted the basal and bolus settings to treat bg level.